Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is confirmed for the reported device incompatibility issue. Attempts were made to advance a 0.035" guidewire through the catheter during the evaluation from the tip to hub and hub to tip but both these attempts failed due to a blockage of dried blood within the inner of the device. It measured approximately 16mm in length. The stent was dislocated on the balloon by 1mm toward the distal tip. The definitive root cause for the reported device incompatibility issue is likely due to solidified blood blockage within the inner. The source of this solidified blood is unknown. It is unknown if there were procedural or handling techniques that may have contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: the event description states that the lifestream was being used in the visceral aortic branch to treat thoracoabdominal aneurysm. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. The catalog number identified has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. (B)(4).

Event description:
It was reported that during a stent graft placement in visceral aortic branch to treat thoracoabdominal aneurysm via axillary approach the catheter allegedly was unable to advance through the guidewire after reaching the vessel. Reportedly, the healthcare provider attempted to introduce the guidewire on both sides of the delivery catheter. A new delivery system was use to complete the procedure. There was no reported patient injury.